Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by our affiliates in (B)(6), the patient presented moderate tortuosity with severe calcification in both femorals with diameters in the lower range of normality with severe calcification of the posterior wall. Access was performed through the left femoral access as it was the most optimal access for insertion. At the level of the left iliac, the access of the introducer was blocked due to stenosis, making the insertion impossible. A damage on the distal tip of esheath (jagged tear) was observed and was decided to remove it. It is suspected that the tore occurred during insertion, since any damage was observed during prep. Therefore, it was replaced by a new esheath that was inserted with difficulty. Finally, the valve was then implanted without problems. The procedure was successful and the patient had no complications. As per medical opinion, the event was due to several calcification, the presence of stenosis in the left iliac artery and moderate tortuosity.

Manufacturer narrative:
The esheath was returned to edwards for evaluation. The device was evaluated by edwards engineering. Per visual inspection, the sheath was unexpanded. There were scratches on sheath shaft. There was minor soft tip damage, with the tip slightly opened. There was some material stretching. The observed heavy scratches on the sheath shaft indicate a presence of calcification in the patient's anatomy. The presence of calcification can narrow the insertion pathway leading to resistance during device insertion as reported in this event. The interaction between the sheath and calcium also likely caused the soft tip damage and the distal tip to prematurely open. Vessel tortuosity may have also subjected the sheath to suboptimal angles leading to increased friction between the sheath and the vessel. Additionally, the introducer was reported to be blocked by stenosis during advancement. Per the IFU/training manual, ''push force can vary due to angle of insertion, vessel diameter, tortuosity and degree of calcification''. As such, available information suggests that patient (calcification, stenosis, tortuosity) and procedural (excessive manipulation) factors may have contributed to the complaint event. Per additional review, there is no distal tip tear or split, therefore this event is no longer reportable to the FDA.